Event description:
It was later reported that the case was completed with pulse field.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-procedure to an atrial fibrillation ablation (index procedure) with a pulse select catheter, the patient developed acute hypotension and required initiation of a phenylephrine infusion for blood pressure support. Laboratory evaluation showed a marked hemoglobin decrease from 11.9 g/dl pre-procedure to 7.6 g/dl, consistent with significant acute blood loss. A computed tomography (CT) scan of the abdomen/pelvis was obtained with a gastrointestinal bleeding protocol and demonstrated a large right retroperitoneal hematoma and a large anterior extraperitoneal hematoma, with no active extravasation identified. The clinical presentation was consistent with hemorrhagic shock secondary to retroperitoneal and anterior extraperitoneal hematoma. Anticoagulation was held, and the patient was transferred to the intensive care unit for close hemodynamic monitoring and management. Planned management included serial complete blood count (cbc) and coagulation studies, placement of an arterial line with possible central access depending on stability, and transfusion of packed red blood cells for hemoglobin less than 7 g/dl or signs of symptomatic bleeding. The outcome of the case is unknown. The patient remained in the ICU receiving care. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.